Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported patient outcome could not be conclusively determined. Additionally, review of the log files retrieved from the returned system controller (serial number (B)(4)) revealed a pump stop which appeared to be associated with a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. Evaluation of the controller event log file revealed that on (B)(6) 2022 at 00:05:54, the driveline appeared to be disconnected, causing the pump to stop. This event was associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, backup battery fault, and lvad_off alarms. No other notable events or alarms were observed in the log file. The pump appeared to function as intended at the set speed without issue while the driveline was connected. Additional information revealed that the patient¿s family did not provide details of the event, and there were no witnesses of the incident. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. This IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, "alarms and troubleshooting", and the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired (B)(6) 2022. The patient's cause of death was not provided. The clinical specialist reported a pump stop on (B)(6) 2022 or (B)(6) 2022. A review of the log files found backup battery fault alarms at 12:00am on (B)(6) 2022. The driveline was disconnected at 12:05am. It was noted that the system controller was running an older version of the software (1.4) that results in low power advisory alarms whenever the patient changes power sources. The reason for the driveline disconnect was not able to be confirmed. Related MFR report #: 2916596-2022-10454.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined. Additionally, review of the log files retrieved from the returned system controller (serial number (B)(6)) revealed a pump stop which appeared to be associated with a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined through this evaluation. Evaluation of the controller event log file revealed that the controller was being exchanged causing the system to stop expected function. There were no visible pump related issues. Additional information revealed that the patient¿s family did not provide details of the event, and there were no witnesses of the incident. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10sep2017. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.